Manufacturer narrative:
The vyaire failure analysis group received the suspect main printed circuit board (pcb) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the main pcb into a test device and cycle the device on, which duplicated the reported alarm behavior and also was auto-cycling. The event log was reviewed, which found multiple "xdcr" alarm errors. The calibrations were performed on the transducers and found the expiratory pressure transducer (pt801) failing the calibration. At this time, the reported event was duplicated and the component root cause is associated with a supplier manufacturing process of part number 68354. This issue has been addressed in CAPA (B)(4).

Manufacturer narrative:
Vyaire medical file identification: product complaint (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect main printed circuit board component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main printed circuit board component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent transducer fault (xdcr) display alarm, on this ventilator device. The customer stated no patient involvement was associated with this event. This device was evaluated by the customer who determined the likely failure was associated with a sub-component within the main printed circuit board.